Event description:
It was reported the patient had a urinary tract infection and burning with urination. It was noted the patient¿s urine culture tested positive for e coli. It was reported the patient was prescribed doxycycline and vancomycin IV on (B)(6) 2010. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).